Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. In addition, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge. There was no adverse impact to the customer¿s blood glucose level.